Event description:
Patient reports she was in treatment on the cycler and awoke to find she had been in the drain cycler for "66 minutes." She states there was no alarm. She saw fibrin in her patient line. After calling technical support she disconnected from the cycler and called the on call md and went to emergency room where samples of her effluent were cultured for infection. She was not admitted and did not receive antibiotics. Upon arrival at her home, she attempted a manual drain and saw a streak of blood in the effluent. Md advised she be admitted. During the admission she refused peritoneal dialysis. The reason cited was "poor hygiene" conditions in the hospital. She requested hemodialysis. She was discharged from the hospital on/around (B)(6) 2014. There was no peritonitis. The reason for the streak of blood in the effluent was assumed to be from the long drain cycle patient experienced on (B)(6) 2013. It was subsequently learned the patient had developed a "hernia" over the course of the past several months. Patient stated she has had discomfort filling since she began peritoneal dialysis and believes it is due to the prescribed 2500ml fills. She experienced discomfort during continuous ambulatory peritoneal dialysis initiation which improved somewhat during cycler use. She reports she requested less fill volume "for months." Prescription was not changed. She has been changed to hemodialysis while she waits for insurance approval for a surgical consult for the hernia. She retains the cycler. She denies any episodes of overfill and stated she does not remember having negative drains.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported series of events and discovery of the hernia. A supplemental medwatch report will be submitted upon completion of the investigation.